Event description:
It was reported that the customer had leaking reservoirs. The customer's mother stated that the reservoirs were leaking from the bottom of the plunger and when trying to fill the vial. Nothing further was repeated.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.